Event description:
When attempting deployment, the filter was half way out of the introducer catheter, the dome folded back towards the introducer catheter. A jugular stick was made and a competitor's product was deployed into the vena cava. Afterwards the femoral filter was pulled back down into the iliac and upon deployment, the filter open properly. No further complications were reported.